Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image blacks out during angulation. In addition, bending section cover glue was deteriorating and peeling. The objective lens was cracked. The video connector had cracks on master plug and master case. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, when plugged in the endoeye flex deflectable videoscope displayed no image (black screen). The event occurred during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although the internal charge coupled device cable of the bending section was damaged which likely caused the event of no image. Olympus will continue to monitor field performance for this device.